Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Another same size 2.5 x 12 mm xience v was advanced and positioned in the ostial cx lesion and deployed. The stent balloon was removed and angiography revealed a well expanded stent. A perclose device was deployed and the procedure was completed. There was no reported adverse patient sequela. There was no additional information provided. Guide wire: j-wire, balance middleweight, guide cath: ebu, 3.5 jl, other: angiomax, sheath: 6f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a lot specific quality deficiency. Based on the review, no product deficiency was identified.

Event description:
It was reported that the interventional stenting procedure was started by replacing a 5f sheath in the right femoral artery with a 6f sheath. The physician used a needle to manually make a side-hole close to the tip of a non-abbott catheter. This was advanced up to the aortic arch, over the j-wire. The j-wire was removed and the catheter flushed multiple times. The left main artery was engaged and the left anterior descending artery (lad) was wired with the tip of the bmw wire in the distal lad. The patient was given angiomax. Intravascular ultrasound was performed successfully. The left main disease was not critical; therefore, the physician decided to insert the xience v 2.5 x 15mm stent in the ostial circumflex artery (cx) with 80% stenosis on another bmw wire. The stent was advanced while the tip of the second bmw wire was kept in the cx. The physician had a hard time advancing the stent in the altered guide catheter and decided to use a new guide catheter. The xience v was removed, with no reported resistance and it was noted that the stent was not on the delivery system. The physician scanned all the coronary arteries very closely but did not see any evidence of a non-deployed stent. The physician removed the guide catheter with the two wires with the assumption that the stent remained in the guide. Another guide was used, 3.5 jl guide catheter with the side hole and advanced up to the aortic arch of the j-wire. The j-wire was removed and the catheter was flushed several times. The left main artery was engaged and the bmw guide wire advanced. One bmw guide wire was kept in the lad and another bmw guide wire was kept in the distal cx.